Event description:
It was reported by repair work order that there was a reduction in brake force due to worn brake rings. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that there was a reduction in brake force due to worn brake rings and the scorpion/gill brake plate kit was not installed on the bed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation also determined the scorpion/gill brake plate kit had not been installed on the bed. The issue was resolved for the customer by installing the scorpion brake plate kit.